Manufacturer narrative:
The ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep tested the esd kit. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a communication failed error message and produce a flashing screen. No pt injury was reported.